Event description:
The manufacturer representative (rep) met the patient (pt) in the dr office and the pt wants to have an ins replacement. Rep was not sure what the issue is that the pt is having. Rep is not sure if it is a charging issue or ins issue. Rep also mentioned the pt said they need to remove and reset the battery pack often. Rep was not with the pt for troubleshooting. Additional information from the rep indicated that the patient reports they needed to remove and reset the controller battery to clear error messages. Cause of the issue was not determined. It is unknown if any further actions will be taken to resolve the issue. Additional information was received from the patient. The reason for call was patient reported their stimulator is not charging right, sometimes the implant charges and sometimes it won't and patient stated when they plugged the recharger into the controller the charged keeps cutting off and they have to redo the entire charge as the charge is not 'flipping'. Patient also reported they see error to check your machine on the controller screen. Patient also mentioned they will remove the battery and it will work for a while. Patient did not recall specific message coming up. Agent had patient reset the controller and check recharger for any visible damage. Patient confirmed no visible damage on recharger cord. Agent asked patient to recharge the implant battery. Patient mentioned they had the implanted battery changed once and because of that the battery seems to move around when they are charging the implant. Patient mentioned they are on group a and controller battery is at 100% and implant battery is at 80%. Agent asked the patient to start charging implant. Patient was able to start charging on an excellent quality with controller battery at 100% and implant battery at 80%. The troubleshooting steps that were taken on the call resolved the issue. Agent advised the patient to monitor and call back. It was noted that the patient repeated they are working with their doctor to replace their implanted battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.